Event description:
Event description guidant received information that this transvenous implantable lead exhibited loss of capture. An attempt was made to reposition the lead; however, after unscrewing the helix, it could no longer be extended. The lead was explanted. A new guidant lead was successfully implanted.